Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Additional information:e1(event site state -karnataka) a getinge field service engineer (fse) was dispatched to evaluate this unit. Display p/n d012-010-1059, was replaced with s/n 1832. The unit passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.